Event description:
Pt's meter was reading inaccurately high and eventually would not power on. The family member reported that the pt had been feeling sleepy. They had obtained a blood glucose reading of "65 mg/dl" on the meter. As a result of the reading, the insulin pump was turned off. Soon after pt had experienced a seizure. The paramedics were called to the scene and pt was treated with glucagon. The emt meter had read "180 mg/dl". Based on the info provided, the emt had treated the pt before obtaining a blood glucose reading on their meter. The customer svc rep noted that the time difference between the two blood glucose readings was 21 to 30 mins. There was no evidence provided to indicate that the meter was reading inaccurately high. Pt had a low blood glucose level, was taken off the insulin pump as a result, and was treated for hypoglycemia by the emt. The pt did not have any control solution. The pt's family member reported that since the incident the meter has not powered on even with new batteries. The pt has been using a back-up meter. Quality control was not performed as recommended in the owner's booklet. The customer svc rep checked that the batteries were good and they were correctly installed (positive + side up). The meter and control solution were replaced.